Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 35 of the patient's mouth. Implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.